Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for free triiodothyronine (ft3) on an e602 analyzer. The sample initially resulted as 6.40 pg/ml and this value was reported outside of the laboratory. The sample was repeated, resulting as 3.30 pg/ml. The sample was provided for investigation where it was tested on an e170 analyzer and resulted as 3.13 pg/ml. For investigations, the sample was also tested on an e411 analyzer, resulting as 3.18 pg/ml. The patient was not adversely affected. The ft3 reagent lot number and expiration date were asked for, but not provided. A specific root cause could not be determined based on the provided information. A general reagent issue is not likely.